Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell onto the pump and shattered the touchscreen. Reportedly, the touchscreen is now unresponsive. Customer's blood glucose level was not impacted. Customer stated they will revert to manual injections for insulin therapy.